Event description:
Wife reported customer's death. Caller stated that customer was scuba diving with son and may have dived too deep. Customer was not wearing the insulin pump at the time of death. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.